Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is not known as the part and lot number were not provided. The additional perclose device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a bilateral venotomy closure of the left and right common femoral veins using two perclose devices after a pulse field ablation interventional procedure with a 8.5f and 11f sheath. Reportedly, the suture was unable to be fully advanced down despite the use of a knot pusher and suture trimmer [knot lock]. The physician intentionally cut the suture to remove it. This occurred for both devices at both access sites. Manual compression was used to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.